Event description:
Event take place in (B)(6), surgical manipulation is involved. It was reported to the MFR on 06/19/2013. When surgeon was drilling through the flange of the acetabular component he felt significant resistance in the first cortex. When this cortex was penetrated, with the pressure still applied, the second cortex offered only slight resistance and the drill penetrated the cortex and into the pelvic space. The anaesthesist noted the pt had a sudden drop in blood pressure that could not control. Investigation revealed the drill had perforated an artery. A vascular surgeon attended, and treated the perforated artery. Pt treated by vascular surgeon and held in ICU for observation. Follow up indicates both surgeries were successful, and the pt is recovering well.

Manufacturer narrative:
Surgical manipulation is involved. Drilling the ilium zone of the pelvis is a common procedure during a total hip arthroplasty surgery. Any surgeon learned anatomy of hip region. No drilling end-stop can be developed for this drilling step. Because of the anatomy of the pelvis, it is impossible to anticipate the drilling depth. A warning will be developed to be added to the surgical technique brochure. See scanned page.